Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer's blood glucose (bg) level was impacted (400 mg/dl). Customer changed out supplies and delivered a correction bolus. Bg level normalized to target range.